Event description:
The customer reported that the display on this unit was blank.

Manufacturer narrative:
The factory has not yet rec'd the device for eval and this complaint is still under investigation.